Event description:
It was reported that the patient was not able to inflate the inflatable penile prosthesis (ipp) to erect state after he felt a pop during use. The device was cycled in office and did not work, therefore a replacement surgery was performed. During the procedure it was a fluid leak was identified at the left cylinder. No patient complications were reported.